Manufacturer narrative:
As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for damage consistent with procedural damage. The reported events of high pacing lead impedance, capturing anomaly, ventricular low sensing, and lead dislodgment were not confirmed.

Event description:
Additional information was received indicating loss of capture was observed on the right ventricular lead.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was increased capture threshold capture and pacing impedance as well as decreased sensing value due to dislodgement noted on the right ventricular (rv) lead and confirmed with x-ray imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.